Event description:
It was reported that cartridge did not fully snap into pump, and customer noticed issue when trying to load cartridge. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, inspected pump and cartridge, removed stray o-ring from pneumatic tap, cleaned area as instructed, successfully reloaded original cartridge, and resumed insulin therapy without further issues.